Event description:
It was reported that the customer was experiencing pressure issues with syringe pumps. They use a filter for tpns that they install and they claim that the filters were cracking and they were told by the manufacturer that it was because the pressures were too high. They were also saying that the pressure from the tpn at a site below the filter was causing other infusions running on a separate syringe module to back up and cause the running syringe on the other module to increase in volume. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer was experiencing pressure issues with syringe pumps. They use a filter for tpns that they install and they claim that the filters were cracking and they were told by the manufacturer that it was because the pressures were too high. They were also saying that the pressure from the tpn at a site below the filter was causing other infusions running on a separate syringe module to back up and cause the running syringe on the other module to increase in volume. There was no information on patient involvement.